Event description:
There was difficulty inserting the initial balloon; therefore, a second was inserted. It was reported that the pt expired while the second balloon was in use on the pt. The death of the pt was not attributed to the device.

Manufacturer narrative:
No reported malfunction in this case, so no evaluation required. Product not returned and no ship history or retention sample required. (B)(4).